Manufacturer narrative:
A united states customer contacted a siemens remote services center (rsc) regarding a falsely elevated sodium (na) result obtained on a patient sample on a dimension exl w/lm system. Siemens headquarters support center (hsc) has concluded the investigation after reviewing the information provided by the customer. Hsc investigation indicated the patient's sample was centrifuged outside the sample collection tube manufacturer's instructions for centrifugation. Quality control was within range. A potential product issue has not been identified with the dimension exl w/lm system or the sodium assay. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl w/lm system. The discordant result was not reported to the physician(s). A new sample for the same patient was processed on the same date on the same system and a lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated na result.